Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway. This event from clinical investigation (B)(6) ((B)(4)) is reportable according to the reporting requirements for clinical device studies. It is reported as an uade.

Event description:
It was reported that one day post-implantation of an intraocular lens (iol) into the right eye, the patient developed toxic anterior segment syndrome (tass). The slit lamp findings revealed right eye 1+ corneal edema 4+ a/c cell. The patient's bcva reportedly decreased. The patient developed cystoid macular edema (cme). The patient was referred to a retina specialist and was prescribed zymaxid, tobradex 1 drop every hour, moxifloxacin 1 drop 4 times a day and avelox 400mg 1 pill daily 10 days. The reporting surgeon believes the likely cause of the event is the storage media (fluid) for iol. The patient outcome is reported to be good with 90% improvement of anterior chamber cells.